Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A nurse reproted to baxter a connection issue related to uv flash transfer set found during use. The nurse stated that there was gap between the cap and the spike root after the patient connected the transfer set by the clean flash. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter received one used set with no cap on spike and no cap on patient connector. This complaint for connection issue was not confirmed and the cause was undetermined during evaluation of the returned sample. A batch review was not performed as the lot number was unknown.